Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: d9: device available for evaluate to state "returned to manufacturer".

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the thermal mirror has fallen out of place, and the screw head has broken off the countersunk chassis screw. The mirror and chassis were replaced. This is most likely due to rough handling/environmental damage. The unit passed all service and repair testing. Root cause analysis: the returned 00mlx mlx 300w xenon lightsource is in used condition. The evaluation identified that the thermal mirror had fallen out of place, and the screw head was broken. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) unit smelled like burning plastic and electronics. There was no patient involvement; thus, no injuries, death, or surgical delays were reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.